Event description:
Bd insyte autoguard bc IV needle did not retract upon insertion. Needle was carefully removed and when needle was completely free, retracted by itself. It did not affect plastic catheter, blow vein, injure patient. Although there was no harm noted to the patient, the needle had to be manually retracted and thus there was a risk for injury to the user/nurse inserting the IV. We have identified a trend with this issue/lot number lot 6020809.